Manufacturer narrative:
Philips service replaced the cooling unit and restored the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the tube rotor issue caused exposure failure and the oil cooling pipe was damaged on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.